Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 13 years, two (2) months due to severe aortic stenosis. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: additional information was received and the following section(s) was updated: adverse event or product problem, outcomes attributed to adverse event, event, other relevant history, event problem codes, and type of reportable event. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 13 years, three (3) months due to valve degeneration leading to severe aortic stenosis and regurgitation. The tavr was performed with a non-edwards transcatheter valve. Post valve deployment, there was no evidence of valve insufficiency or coronary obstruction. The mean gradient was 11 mmhg. The patient developed transient heart block after passage of the safari wire prior to valve deployment. Post valve deployment, complete heart block persisted for a few minutes, but within a few minutes the patient developed a return of spontaneous av node conduction and is not currently pacemaker dependent. The patient had a new rather pronounced first degree av block, and a temporary lead was left in the patient overnight. The patient was hemodynamically stable with intact av node conduction with persistent first degree av block and a narrow ors complex. The patient was discharged home on pod #2.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.